Event description:
The patient had an evoke spinal cord stimulation (scs) system previously implanted, but was not satisfied with the device, did not like the sensation of stimulation and did not receive satisfactory pain relief. The patient had a complicated history, a small signal, and seen by multiple saluda staff. An open loop program used and reported various other issues like pocket pain. After months of follow up, the patient requested the device be removed. A stimulation holiday was offered to the patient, but they declined. The system was explanted. The patient did not like the paraesthesia, did not get satisfactory pain relief, and experienced pocked pain after losing significant weight. The physician stated that during the explant procedure the leads ¿pulled straight out¿ of the anchor. It was not believed the leads had migrated, the anchor had gripped properly but implied the set screw had not tightened accurately. The anchor was disposed.

Event description:
The patient had an evoke spinal cord stimulation (scs) system previously implanted, but was not satisfied with the device, did not like the sensation of stimulation and did not receive satisfactory pain relief. The patient had a complicated history, a small signal, and seen by multiple saluda staff. An open loop program used and reported various other issues like pocket pain. After months of follow up, the patient requested the device be removed. A stimulation holiday was offered to the patient, but they declined. The system was explanted. The patient did not like the paraesthesia, did not get satisfactory pain relief, and experienced pocked pain after losing significant weight. The physician stated that during the explant procedure the leads ¿pulled straight out¿ of the anchor. It was not believed the leads had migrated, the anchor had gripped properly but implied the set screw had not tightened accurately. The anchor was disposed.